Manufacturer narrative:
The ge service rep reproduced and verified the problem. He found a housing temp sensor return wire to be open. He isolated and repaired the broken temp sensor wire segment between backplane connector p10, pin24 and stator connector p15, pin10 by utilizing the bypass method. He inspected and adjusted the camera iris stop setting. The system now operates as intended.

Event description:
The customer reported that the image appears grainy and the system gives a temp sensor failure error. The unit was removed from service.